Manufacturer narrative:
Section a4: additional information.

Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was also noted that the patient dropped the left ventricular assist device (lvad) which resulted in the driveline getting pulled. Per the account, the initial physical examination of the driveline was intact and locked with the foley clip, there was no discharge, or signs of trauma. It was later reported that the patient suffered from a fever and a driveline exit site infection. The patient was started on antibiotics. No further information was provided.

Manufacturer narrative:
A specific cause for the patient's infection could not conclusively be determined through this evaluation. The hm3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on the event.